Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney: on (B)(6) 1997 - the patient underwent abdominal sacrocolpopexy with implant of the bard/davol flat mesh and a paravaginal and posterior repair. Mesh was fashioned into a t to support the repair. On (B)(6) 2012 - the patient was admitted to the hospital with complaints of nausea and vomiting. The patient admitting diagnosis was ischemic small bowel obstruction. Per the discharge summary the patient underwent a small bowel resection and adhesiolysis. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury. Due to the age of the device a review of the manufacturing records was not conducted at this time. A review of complaint data found no other complaints have been reported for this lot number to date. There is no information in the medical records provided which would indicate the involvement of the bard/davol flat mesh with any reported adverse events. With the available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.